Event description:
It was reported that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the battery oscillator device. It was noted in the service order that the locking mechanism was defective. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: investigation summary the actual device was returned for evaluation. A visual and functional assessment was performed on the device. It was found that the device failed visual inspection due to loose knob. The device failed the following inspection criteria according to the pre-repair: general condition check quick coupling for saw blades check for sticky trigger during the assessment of the device, it was found that the turn knob of the device was loose. The issue with the loose turn knob is covered under the quality system. Due to the loose turn know a saw blade could not be attached and other test steps could not be performed. Furthermore, it was found that the motor was worn, and the trigger was not moving smoothly. The most probable root cause for the loose knob is linked to a design related issue. The most probable root cause can be traced to normal wear. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Investigation summary (local language) comments failure code: _functional : loose ¿ knob_ failure code: _device interaction (2+ devices) cannot secure/lock cutter_ root cause: _design_ failure code: _functional : moving parts do not move smoothly ¿ trigger_ failure code: _internal finding : worn motor_ root cause: _normal wear_ the failure described by the customer was not confirmed.